Event description:
As reported through the clinical study, four days after the transapical deployment of a 26mm sapien valve, the patient had sinus pauses while sleeping, eventually had paroxysmal av block and received a permanent pacemaker (ppm).

Manufacturer narrative:
Per report, at the time of the index procedure the sapien valve was implanted in the correct location with no obstruction to the coronary artery blood flow, with trace paravalvular leak and zero central leak. The patient was discharged home one week post index procedure and the chf had been reclassified from class IV to class ii. Damage to the myocardium and its conduction system can cause acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying heart disease and/or conduction abnormalities. Per the instructions for use (IFU), conduction abnormalities are a known complication after transaortic valve replacement (tavr). According to the literature, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease (i.e. Mi, coronary artery disease, myocarditis, heart failure, rheumatic fever, and cardiomyopathy), electrolyte disturbances, exposure to toxic substances or taking certain medications (i.e. Digitalis and beta-blockers ), and advanced age. In this case, in addition to the procedure itself, the patients comorbidities (i.e. Underlying cardiac disease- mi, cad, and chf), advanced age, and exposure to beta blocker could have contributed to the onset of heart block. No further actions are possible at this time.